Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r (B)(4), lot number 73b1500402 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during an orthopedic surgery the staples got stuck in the stapler several times. The patient's condition was reported as fine.